Event description:
It was reported that during a coronary stent procedure, crossing difficulties were encountered. The physician had attempted to direct stent a lesion in the mid rca. Pt was unable to cross the lesion and while attempting to cross the shaft of the catheter broke. The device was removed without incident and another stent used to complete the procedure. Pt status was listed as "good."